Event description:
It was reported that during the stent placement procedure, the trigger of the device allegedly came off. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the e-luminexx vascular stent system products that are cleared in the us. The 510 k number and pro code for the e-luminexx vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the stent delivery system was not returned for evaluation. No photos were provided for review. Based on available information and since the sample wasn't returned, the investigation is closed with inconclusive result. A definite root cause of the reported incident can not be identified. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding preparation of the device the instructions for use states that "visually inspect the bard e-luminexx vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". With regards to deployment methods, the instructions for use states "the conventional method¿ requires the user to remove the white conversion tab before snapping the catheter out of the handle. The stent can then be deployed by using the conventional ¿pin & pull-back¿ technique by pulling back the t-luer adapter", and "the slide method using ¿the slide method¿, the stent can be deployed by pulling back the slide mechanism." H10: d4 (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.